Event description:
The customer reported experiencing multiple intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.